Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the icy catheter is returned and investigation has been completed.

Event description:
After 3 days of ivtm therapy, the thermogard console displayed an air trap alarm and the user observed that the saline bag was empty. Customer suspected that the icy catheter had leaked. The user did not observed any leak on the suk. The air trap alarm on the console was cleared by the user. No known impact or consequence on the patient was provided.

Manufacturer narrative:
There is a discrepancy with the product description. It was reported as an icy catheter. However, a cool line catheter was returned to zoll for investigation. The reported complaint of the cool line catheter (lot # 84469) leak was confirmed. A pinhole leak was observed at proximal balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and no physical damage was observed on the catheter. Observed blood residue on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional pressure testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at middle of proximal balloon. Thus, confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for a catheter with lot number 84469. Ccr 43719 reported on 05 feb 2019. A pinhole leak was observed at the distal end of the distal balloon.

Event description:
Cool line catheter was returned for investigation. After 3 days of ivtm therapy, the thermogard console displayed an air trap alarm and the user observed that the saline bag was empty. Customer suspected that the cool line catheter had leaked. The user did not observed any leak on the suk. The air trap alarm on the console was cleared by the user. No known impact or consequence on the patient was provided.